Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer¿s blood glucose level was 560 mg/dl. The customer states the insulin exited. The customer also states the cannula was not bent the customer was advised to changing complete set. The insulin pump will be returned for analysis.